Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance and capture anomalies. The lead was explanted an replaced.